Event description:
It was reported that when using the bd pyxis¿ es server patients and orders was not crossed over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing. The technical support specialist (tss) accessed the server remotely, and the carefusion coordination engine (cce) console was checked. The cce service was confirmed running, and the queue was empty. Communication was verified, and feeds were connected with remote ip details. Message tracing showed that messages were current, with the last active directory (adt) message recorded and the last order message. The tss rebooted the server and found there was a delay. The tss have checked with interface team and confirmed no issues were found in the cce configuration or connectivity. The system functioned as intended after the technical support specialist verified the device.